Manufacturer narrative:
The explanted leads were not returned to bsn for evaluation as they were discarded by the medical facility.

Event description:
A report was received that a patient was having a pocket revision due to pocket discomfort. During the procedure, the physician had difficulty repositioning the leads due to scar tissue and decided to explant the entire system. The patient will be re-implanted in the future and is reportedly doing well.